Event description:
The valve, explanted because the pt experienced headache, was found to have a tear on its housing. It is suspected that the valve was placed in the lumbar region which is not in accordance with product labeling.